Event description:
It was reported that while the caregiver was raising the siderail of the centrella bed, the caregiver sustained an open fracture of the fingertip (non-displaced fracture of the distal phalanges with nail plate break/open wound). Medical intervention was not reported. The customer reported that the caregiver tried to raise the siderail while they had their fingers "at the very bottom of the siderail just above the release lever while the siderail is fully down." Multiple attempts to obtain additional details of the event including medical intervention, as well as the sequence of events including confirmation of the caregiver's hand placement location while raising the siderail, were unsuccessful. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that while the caregiver was raising the siderail of the centrella bed, the caregiver sustained an open fracture of the fingertip (non-displaced fracture of the distal phalanges with nail plate break/open wound). Medical intervention was not reported. The customer reported that the caregiver tried to raise the siderail while they had their fingers "at the very bottom of the siderail just above the release lever while the siderail is fully down." Multiple attempts to obtain additional details of the event including medical intervention, as well as the sequence of events including confirmation of the caregiver's hand placement location while raising the siderail, were unsuccessful. The centrella bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriately by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The device IFU states the following when raising/lowering the siderail: to raise/lower the bed's side rail: "caution: before you raise or lower a siderail, make sure that the area around the siderail is free of objects and devices. To lower a siderail--lift up on the recessed blue release handle that is on the lower part of the main siderail support. The siderail has a dampening mechanism that slowly lowers the siderail. To raise a siderail, pull the siderail up and push it in until it latches into the locked position. You will hear a click when the siderail latches into the locked position." A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Inspection of the bed by a hillrom technician, accompanied by a facility representative, found the bed to be functioning as designed. Treatment of a fracture depends on the extent of the break, small breaks or those with good overall alignment are often treated non-surgically with a combination of medication, immobilization, and rehabilitation. However, more extensive fractures usually require surgical intervention. In this event, the sequence of events leading to the reported finger fracture is unknown as the caregiver is unavailable to confirm details of the event, however, based on the details provided, it can be reasonably concluded that the bed caused or contributed to the injury. At this stage, use error cannot be excluded. The report of an open fracture provided by the customer indicates that medical intervention was likely required to preclude permanent impairment of a body function or permanent damage to a body structure, concluding that a serious injury likely occurred. If any additional relevant details are received this complaint will be addressed accordingly. Based on this information, no further action is required.